Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, water removal ability does not meet the standard value due to clogging of nozzle, forceps elevator lever is deformed, channel tube has a scratch, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, adhesive around light guide lens is peeled, adhesives around light guide lens has white clouded area, due to wear of angle wire bending angle in up direction does not meet the standard value, light guide lens has a scratch, adhesives around light guide lens has white clouded area, adhesive around light guide lens is peeled, objective lens has a scratch, adhesives around objective lens has white clouded area, adhesive around objective lens is peeled, channel tube has a scratch, protector of universal cord on control section side has a scratch, protector of universal cord on suction connector side has a scratch, universal cord has a wrinkle, universal cord has a scratch, switch 1 has a scratch, forceps elevator lever is deformed, water removal ability does not meet the standard value due to clogging of nozzle, adhesive on bending section cover has white clouded area, adhesive on bending section cover has a crack, adhesive on bending section cover has a chip, the play of up/down knob is out of the standard value due to wear of angle wire, plastic distal end cover has a scratch, connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a felt something caught when inserting forceps. The device was returned for evaluation. During the device evaluation, it was found that foreign matter came out from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.